Event description:
It was reported that the patient couldn't deal with the glare from the implanted intraocular lens and was explanted. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; one half was not present. No optical deviations on the received optic part could be found. The zma00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.